Manufacturer narrative:
Based on the analysis, it could not be confirmed if there was any system malfunction as the date and time of the reported event was not shared. Per the dms data between (B)(6)and (B)(6) as the arbitrary date, it could not be confirmed if there was any temporary sensor inaccuracy at the time. Since the mard for 1 week leading up to the reported event was 5.38%, it was observed the sensor readings matched the fingerstick calibrations. H6: investigation findings updated to 213. H6: investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 01st 2021, senseonics was made aware of an adverse event where user experienced couple of hypoglycemic episodes due to inaccuracies in sensor readings.